Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasonic bronchofibervideoscope image shifted to the right during set up in room / before patient in room. The circular endoscopic image generated by the scope did not display in the center of the monitor¿s endoscopic image octagon. Instead, the circular image was truncated by the right wall of the monitor¿s endoscopic image octagon. There were no reports of patient involvement.